Manufacturer narrative:
The pacemaker and the leads under complaint were not returned for analysis. The analysis is therefore based on the received data, as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for the pacemaker and the leads were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly inspected. The inspection confirmed the occurrence of loc on december 26th, 2023, with a fixed programmed rv pacing amplitude of 2.4 v. Capture control was set to off, as mentioned in the complaint description. During the follow-up on december 27th, 2023, the rv pacing threshold was measured with a resulting value of 1.1 v. The lead impedance trends show no anomalies. Despite these observations, the returned data show no indication of a pacemaker malfunction. It is reasonable to assume that the clinical observation resulted from fluctuating values of the pacing threshold, presumably related to a potential lead problem. Should further relevant information or the lead itself become available for analysis, this report will be updated.

Event description:
The device was reported to have no ventricular capture and <1.0v threshold and 2.4v output. Test threshold, r detection, and impedance, all normal. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.